Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed a gradual rise in shock impedance measurements to >125 ohms. All other lead measurements were noted to be normal. The system will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Additional information was received that the shock impedance continued to be high and out of range. A 41 joule commanded shock was performed which yielded a shock impedance of 150 ohms. When measured rv to can it was 140 ohms and rv to ra it was greater than 200 ohms. Following the commanded shock the impedance was less than 125 ohms. A revision procedure was scheduled to be performed. At this time the implantable cardioverter defibrillator (ICD) and shocking lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
A revision procedure was performed where the ICD and rv shocking lead were explanted and replaced. A cardiac resynchronization therapy defibrillator (crt-d) device and new rv lead were successfully implanted. No additional adverse patient effects were reported.